Manufacturer narrative:
Patient information is not available for reporting. (B)(4). Device is an instrument and is not implanted / explanted. Device is expected to be returned for manufacturer review/investigation, but has not been received yet. (B)(6). Device evaluation/investigation could not be completed; no conclusion could be drawn as product was not returned to manufacturer. Device history records review could not be completed without lot number. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follow: it was reported that on (B)(6) 2016, the patient underwent lcp (locking compression plate) distal femur surgery for the distal femur fracture. During the procedure, the drill bit was eccentrically fixed on a power tool and the surgeon did not notice it. When he started drilling, the tip of the drill sleeve chipped. The drill bit was also reported worn out. No fragments were detected in the patient or the surgery room. There was 10 minutes surgical delay. Concomitant device: 4.3mm drill bit qc/221mm (part # 310.430, lot # unknown, quantity: (B)(4)). This report is for one (1) lcp drill guide. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. A product development investigation was performed for the drill sleeve (part number 323.042, lot number 8140218). Concomitant devices drill bit (part number 310.430, lot number 2655286) and drill bit (part number 310.430, lot number 2712332) were also received with the complaint device. The drill sleeve was returned with the complaint condition stating the drill sleeve shows scratches on the surface. The conical thread is partially broken. The broken fragment is missing. Both drill bits show signs of wear and tear. Furthermore the cutting edges were found blunt. The complaint is confirmed. The manufacturing review of all received parts shows that the production procedure was according to the specifications and there were no issues that would contribute to this complaint condition. We are not able to determine the exact cause of this breakage occurrence as no detailed clinical information is provided. It does not appear that the drill bits had an influence on the breakage at the guide wire, because no significant damages were found on the devices. Therefore, the most probable root cause is a mechanical overload situation during use lead to the breakage. The dimensions, which are relevant for this complaint condition, where checked as far as possible and were found according specifications as result. Based on these findings we conclude that the cause of failure is not due to any manufacturing nonconformances. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device history records review was completed for part # 323.04, lot # 8140218. Manufacturing location: (B)(4), manufacturing date: jan 08, 2013. No non conformance reports were generated during production. Review of the device history records showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. The device was received and the product evaluation is in progress. No conclusion can be drawn. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Concomitant device: lcp drill bit ø4.3 w/stop l221 2flute (part# 310.430, lot# 2655286, quantity 1). Lcp drill bit ø4.3 w/stop l221 2flute (part# 310.430, lot# 2712332, quantity 1).